Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid distal right coronary artery (rca) which had mild tortuosity, mild calcification, and 90% stenosis. The 2.0 x 15 mm rx voyager balloon catheter was dilated for the first time in the lesion, but the pressure did not increase more than 4 atm. When examined outside of the vessel, contrast was confirmed to be leaking from the balloon. Thus, the procedure was completed using another company's balloon catheter. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Balloon ruptures can be affected by factors including balloon damage during manufacturing, materials, mechanical damage, handling of the product during use, interaction with associative devices, pt anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient prep prior to use. There was no report of any leaks noted during product prep, which suggests that the balloon was not damaged prior to use. The lesion was 99% stenosed with mild tortuosity and mild calcification, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with the stent, other devices, or the pt anatomy, such that the balloon ruptured upon inflation.